Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for stopper pop off with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. Bd has initiated a CAPA (B)(4) to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that the bd vacutainer® sst¿ tubes bd hemogard¿/gold had stoppers that fell off after processing. No serious injury, no medical interventions. No mucous membrane exposure reported.